Manufacturer narrative:
All available information was investigated, and the reported clip introducer leak was confirmed. Additionally, the clip introducer silicone valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip introducer leak is due to the torn clip introducer silicone valve. The reported torn clip introducer silicone valve appears to be related to procedural conditions (technique of clip introducer insertion), as the clip introducer was successfully de-aired. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and a restricted posterior. Upon inserting clip introducer, air was observed in the triclip steerable guide catheter (tsgc). Therefore, the device was removed and replaced. Two clips were then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.